Event description:
Innercool therapies 25-01 coolblue hypothermia showing intermittent cooling warning light. When checked, this light did not reappear making it seem that it was user error. Suddenly, independently, the machine began to flash the intermittent cooling warning. Diagnostic check revealed "no problem". Upon further inspection, the technician and clinical engineering at rush noted that the waterflow indicator was not functioning. This is presumed to be a mechanical defect.